Event description:
It was reported that while using the bd luer-lok¿ syringe the stopper seemed misaligned. Verbatim: incident or problem information: type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: I opened a 3ml syringe intending to use same for a vaccine when I noticed the black rubber hub was malpositioned and therefore there was no seal in the syringe. I noticed this before I drew up the vaccine. I put the syringe to the side and used a different syringe to vaccinate the client. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
One syringe sample and photo received by our quality team for investigation. Through visual inspection, poorly assembled stopper is observed. No defects or issues observed on the plunger. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, possible root cause is associated with lack of cleanliness in the rotating joint. Cleaning maintenance will be added to the preventive monthly plan, and cleaning the discs will be implemented.

Event description:
No additional information received. Mat# (B)(4) lot#: 0356297 it was reported by customer that black rubber hub was malpositioned and therefore there was no seal in the syringe. Verbatim: rcc received a complaint via email. Email(s) attached incident or problem information ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2023 type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): no incident details: I opened a 3ml syringe intending to use same for a vaccine when I noticed the black rubber hub was malpositioned and therefore there was no seal in the syringe. I noticed this before I drew up the vaccine. I put the syringe to the side and used a different syringe to vaccinate the client. Who was affected? No person affected unexpected or prolonged care? No frequency of problem: first time device information device name/description: syringe luer lock tip 3ml manufacturer: becton dickinson canada inc manufacturer code/model: 309657 serial or lot number: unknown expiry date: unknown supplier: medline canada corporation supplier catalogue number: 308-309657 is device retained: yes number of devices: 1 wipe, contained, labeled? Clean/not used investigation request expected type of investigation: actual device tested shipping instructions request date (yyyy-mm-dd): 2023-06-19 e-mail address for person holding device: xxx site shipping address: xxx clinical contact information primary clinical contact (cc on final report): xxx manager (cc on final report): xxx.